Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: no surgical x-rays provided to understand the fixation. Surgical notes provided do not reveal any abnormalities with the surgical technique followed. Pre-op and post-op x-rays might help in further investigation of the complaint. Patient's build, activity level and multiple procedures done in the past 10 years (per patient's history) could be contributing to instability. However, with the available information, a definitive cause for patient's instability cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to instability.